Manufacturer narrative:
Further information was received indicating this event did not indicate a malfunction on this product and reported in manufacturer reference number 2017865-2024-57615.

Event description:
During an in-clinic follow-up, far-field p-wave oversensing was observed on the right ventricular (rv) channel of the device. Technical support was contacted, reviewed records and recommend diagnostic testing. There was no intervention completed at this time and the patient is stable.